Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was depleting quickly. Subsequently, the pump shut down. Additionally, the customer received a continuous glucose monitor error 42. The customer¿s blood glucose was 130 mg/dl. The customer continued to use the pump for insulin therapy and was instructed to reset the pump to resolve the continuous glucose monitor error 42.